Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed, then it reset. The insulin pump alarmed when he was trying to prime a new infusion set. The alarm occurred four to five times. The motor sounded different, he cleared the alarm, replaced the battery and still alarming. Advised customer to insert a new battery and insulin pump did not return to normal function. The customer's blood glucose was 86mg/dl.